Event description:
It was reported that "a fragment of the inner surface of the red cap on the femoral cannula got a peeled off and found in the cardiopulmonary bypass circuit during use. The fragment was found as follows: customer removed the cap from the cannula, removed the clamp on the circuit tubing, de-air, and connected the cannula to the circuit. Right after that, they found about 5mm x 3mm sized fragment of the red cap in the circuit tubing. After finding the fragment, customer clamped the circuit tubing again, disconnected the connection and took out the fragment from the circuit tubing by loosening the clamp. Then the cannula was connected to the circuit again and the device was used."

Manufacturer narrative:
Evaluation: the customer report of "inner surface of the cap got peeled off" was confirmed. The inner surface of the cap was peeled off and its fragment was returned. The piece matched up with the peeled section. It is triangular in shape. The longest edge of the triangle appears to have torn right down a molding line. The engineering team was unable to determine if the part was defective or if there may have been something sharp that tore the piece off. Despite the fact that a manufacturing defect could not be confirmed due to the high severity of the failure mode the supplier was contacted in order to heighten awareness around this issue. The line operators and inspectors were also contacted in order to heighten their awareness to this issue. A review of manufacturing records could not be performed as the lot number is unknown. Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigation will be performed.

Manufacturer narrative:
Customer report of "inner surface of the cap got peeled off" was confirmed. Inner surface of the cap was peeled off and it's fragment was returned separately. The piece matched up with the peeled section. The device is currently under evaluation into root cause of the defect.